Manufacturer narrative:
Approximate age of device - 5 years, 6 months. The pump was not explanted for return to the manufacturer for evaluation. No other information was provided. A supplemental report will be submitted with the manufacture investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was expired due to subdural hematoma. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The device was not returned; therefore, no product was available for investigation. Stroke, neurological dysfunction, and bleeding are listed in the heartmate ii instruction for us (IFU) as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.